Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began at an unspecified time, approximately 1 month prior to contacting lfs. The patient reported obtaining a blood glucose reading of ¿115 mg/dl¿ with the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medication (metformin 500 mg) and stated that after he obtained the alleged high result at 10 am on an unspecified date, he administered 500 mg of metformin. The patient reported that an hour after the alleged issue started, he developed symptoms of ¿feeling dizzy, could not walk¿. At an unspecified date and time the patient made a visit to the doctor and the patient¿s blood glucose was reportedly measured at ¿66 mg/dl¿ on the doctor¿s meter. At that time, the patient claimed he self-treated with orange juice. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the patient was testing with test strips that were not expired and had been stored correctly. The csr also noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent out to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking his usual dose of medication based on alleged inaccurate high results obtained with the subject meter.